Event description:
It was reported that intuitive surgical, inc. (Isi) field service engineer (fse) informed technical support engineer (tse) that repeated recoverable error 23002 occurred. The tse reviewed the system logs and found that the errors indicated ergonomic issues. The customer power cycled the system, but the issue persisted. There was no report of patient involvement.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.